Event description:
Per the clinic, the patient experienced scabbing, itchiness, wound drainage and infection at the incision site (date not reported). Subsequently the patient was treated with oral and topical antibiotics (specific date and duration not reported). However, the issue did not resolve resulting in exposure of implant on (B)(6) 2024. The patient was prescribed with antibiotic (type, date and duration not reported). However, this did not alleviate the problem resulting in a decision to explant the device. The device was explanted on (B)(6) 2025. There are no plans to reimplant the patient with a new device as of the date of this report.